Manufacturer narrative:
The eva system was requested by d.o.r.c. For investigation. (B)(4).

Event description:
During a vitrectomy procedure a foot pedal became inactive. The procedure was completed with spare foot pedal. Patient harm did not occur, however, the surgery was prolonged.

Manufacturer narrative:
With regards to this event, a foot pedal was returned for investigation. During visual inspection it was observed that 3 rubbers of the rocker switches were torn, in addition, small tears around the top housing and bottom were observed. Functional investigation of the pedal revealed a damaged potentiometer which caused the position value to be off-center when the main pedal is in the neutral position. This resulted in an observed error message on the eva screen (i.e. An undefined horizontal position of the pedal is detected. Please make sure the turning knob is centered). No logfiles were available, therefore no logfile review could be performed. Historical review of the complaint database indicated that no similar complaints have been logged on this eva surgical system. Based upon the available information, the reported event is considered to be attributable to a random component failure. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
During a vitrectomy procedure a foot pedal became inactive. The procedure was completed with spare foot pedal. Patient harm did not occur, however, the surgery was prolonged.

Manufacturer narrative:
The eva system was requested by d.o.r.c. For investigation. The complaint article was not yet received by d.o.r.c. For investigation. The customer is expected to send the product. D.o.r.c. Will keep monitoring the situation closely. No appropriate corrective/preventative actions can be taken until the investigation is completed. The complaint article was not yet received by d.o.r.c. For investigation. It was expected that the complaint article would have been received by now, but the return has been delayed.

Event description:
During a vitrectomy procedure a foot pedal became inactive. The procedure was completed with spare foot pedal. Patient harm did not occur, however, the surgery was prolonged.

Event description:
During a vitrectomy procedure a foot pedal became inactive. The procedure was completed with spare foot pedal. Patient harm did not occur, however, the surgery was prolonged.

Manufacturer narrative:
The eva system was requested by d.o.r.c. For investigation. The complaint article was not yet received by d.o.r.c. For investigation. The customer is expected to send the product. D.o.r.c. Will keep monitoring the situation closely. No appropriate corrective/preventative actions can be taken until the investigation is completed.